Manufacturer narrative:
Technical eval: four devices were returned; three reperfusion catheters (unit 2: f15142, unit 3: f13552 and unit 4: f14256) and one separator (unit 1: f15297). Unit one was returned lodged in unit 2. This combination of parts (a psc032 and a pss041) are not compatible because the od of the bulb on a pss041 is larger than the ID of the psc032. Measurements of the bulb showed it to be within spec. Unit 2 had multiple flat spots on the distal flexible segment. There was a long uniform flat spot between 6.2 and 12.5cm from the distal tip. There were a number of add'l flat spots near the distal tip. Unit 3 (psc032 f13552) had multiple flat spots on the distal segment and a long uniform flat spot between 6.2 and 12.5cm from the distal tip. Unit 4 (psc032 f14256) also had multiple flat spots on the distal segment and a long uniform flat spot between 5.8 and 12.5cm from the distal tip. In addition, the unit had a single axis bend at the proximal end of the device. The incident was confirmed, but not as reported. The presence of the separator was never discussed in the initial incident report. Conclusion: given the similarity of the damage to each of the catheters, it is apparent that there were anatomical features of the vasculature that were too tight or too compressing for the psc032 to navigate. The DHR's for these mfg lots have been reviewed and copies are attached.

Event description:
The physician attempted to insert a 032 reperfusion catheter in the right vertebral artery over a terumo 16. Upon reaching the straight part of the vertebral, the catheter appeared to be pinched in a 5-10cm section. This happened again with two other 032 reperfusion catheters. All catheters were initially flushed and there appeared to be no initial problem when used with the guide wires. This MDR is associated with MDR 3005168196-2010-00116, 3005168196-2011-00001, and 3005168196-2011-00003.